Manufacturer narrative:
Testing and investigation at the service center found the device did not alarm with a s321 malfunction alarm code (cha: motor error-left/pump motor lack of movement); however, it was noted in the device history. The probable cause of the customer reported s321 malfunction alarm code could not be determined. There was an investigation to address the s321 alarm malfunction for symbiq devices with mechanisms containing mr2 motors. The s321 subcode malfunction "pump motor lack of movement" occurs when the motor failed to move when commanded. The investigation states that the probable cause for s321 with the malfunction subcode "pump motor lack of movement" may be due to a bad encoder or high drive train friction in the mr2 motor. The mr2 motor is recommended to be replaced as a preventive action since s321 was found in the history log. The motor was replaced in this device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.